Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she may have dropped the insulin pump. Customer's blood glucose was 237 mg/dl at the time of the incident. Customer had a crack on the reservoir compartment. Customer was trying to change the battery but she cannot get the battery cap off. Customer stated that the reservoir won't stay in due to the crack on the pump. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump received with stripped battery cap coin slot, broken reservoir tube lip, minor scratched lcd window, missing reservoir tube o-ring and cracked battery tube threads.